Event description:
The pt reported the display screen on her insulin infusion device is missing segments and "fading out." The pt was assisted in adjusting the resolution of the screen but the device was still missing segments. The pt stated the device has not been dropped or exposed to extreme temperatures. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.